Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the cause of the report problem was a fault speaker. A nemo (non engineering material only) service was agreed upon. The rse determined that the speaker assembly needed to be replaced. The customer ordered a replacement speaker assembly to resolve the issue. The device remains at customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.